Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed from its packaging. During visual inspection, an attempt was made to shape the guidewire tip. The device was returned broken into two segments - distal and proximal. In the proximal segment, the nitinol tubing was noted broken with the core wire exposed and the platinum wire stretched. In the distal segment, the nitinol tubing was found broken with core wire not exposed and platinum wire stretched. The guidewire ptfe coating was noted to be peeling in multiple areas a few centimeters from the proximal end. The surface of the hydrophilic coating was noted to be rough. Bubbles with uncollapsed and collapsed dome and unknown substance (appeared to be excessive coating)- were noted in multiple areas a few centimeters from the distal end. The hydrophilic coating was hydrated and there were no anomalies noted. Functional inspection could not be performed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of guidewire distal tip stretched could be confirmed during analysis. Although a functional inspection could not be performed to confirm the reported guidewire torque problem, the damage noted to the device is consistent with the reported event and would have contributed to difficulty torquing the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was severely tortuous, the introducer and torque device were used with the guidewire, the guidewire tip was j-shaped, and a microcatheter was used with the subject guidewire. The guidewire was returned broken in 2 segments. Both the nitinol hypotube and core wire were noted to be fractured and the platinum wire was stretched. The ptfe coating was also noted to be peeling in multiple areas up to a few centimeters from the proximal end. The surface of the hydrophilic coating surface was noted to be rough. Bubbles with uncollapsed and collapsed dome and unknown substance (appeared to be excessive coating) were noted in multiple areas to a few centimeters from the distal end of the guidewire. Based on previous results of sem and edx testing performed by r&d, it was confirmed that the bubbles on the distal end of the device and the hydrophilic coating were the same substance. The cause of coating bubbles, which are likely hydrophilic coating, could not be definitively determined. Therefore, an assignable cause of undeterminable will be assigned to the as analyzed event of 'guidewire hydrophilic coating surface rough' since review and analysis of all available information fails to indicate an assignable cause or probable assignable cause. Based on analysis, it is probable that the guidewire experienced high tension and torsion forces while navigating inside the catheter during the procedure that resulted in the fracture at the distal tip which prevented it from rotating. An assignable cause of procedural factors will be assigned to the as reported event of guidewire torque problem', the as reported and as analyzed event of 'guidewire distal tip stretched' as well as the as analyzed event of 'guidewire distal tip broken/fractured during use' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as analyzed event of 'guidewire ptfe coating peeling' since this defect is associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The subject device was returned for analysis and the device investigation revealed that the subject guidewire broke/fractured during use and its ptfe coating peeled away. The procedure was completed successfully with no clinical consequences to the patient.